Manufacturer narrative:
The product remains implanted in the patient and therefore will not be returned for an evaluation. Because the part and lot numbers are unknown, the device history records and packet inserts could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 1 of 2 for the same event. Report 2 of 2 is reported on MFR #0001032347-2016-00307

Event description:
The patient reported she was hospitalized for a week to treat a severe allergic reaction after a craniotomy, where screws and plates were used as fixations. The patient states that although there has not been a revision surgery scheduled to remove the plates and screws, there is a probability that one will take place.